Event description:
It was reported that the patient had a history of panic attacks and became anxious during a scheduled refill. There were no volume discrepancies or aspiration or filling difficulties. It was indicated that the patient self-administered oral anxiety medication at the end of the refill procedure. It was then reported that the patient ¿felt better¿ and was discharged. The patient was later found ¿slumped over the steering wheel.¿ the patient was then admitted to an emergency room (ER) for observation. The pump was decreased to minimum rate. The patient experienced symptoms of altered mental status and sweating (diaphoresis). The patient status at the time of report was alive, no injury/no adverse event. The pump was being used to deliver compounded baclofen, fentanyl, and infumorph. It was later reported patient was discharged home and the patient¿s dose was going to be increased in a week.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient had a pump refill today ((B)(6) 2014). The hcp (healthcare provider) reported that the patient called back and said she felt "a lump travel under her pump" and that she did not feel well. The patient was told to return to the clinic where her pump was reprogrammed to minimum rate and the patient was being admitted. The physician was requesting that the pump be replaced; the date had not yet been scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a pump replacement because of a suspected overdose at a refill on 2014-(B)(6). Following the overdose, the patient was admitted to the hospital for 2 days, until a pump replacement was performed on the report date. The device system was used to deliver fentanyl.

Event description:
Additional information later reported there was no injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was refilled and the dose was increased by '50mg' which has been done all along. The patient was kept at the office for 30 minutes for observation. The patient went and ate and was going out of town when she felt a 'rush' up and down her spinal cord. The patient returned to the clinic and she looked horrible and was very emotional. The pump was stopped and the patient's color was better and she felt better. The patient was asked if this happened before and she said she was not hurting as much and there were times when she felt that she got a bolus and then it went away. It was noted that the actual volume was almost the same but it was noted that it does not take much with a concentration of 9000mcg. Per the reporter, there had never been more than a 1ml volume discrepancy. The pump was programmed to minimum rate and the reservoir was emptied. The patient was being sent to the hospital for pain management until the pump could be replaced. The healthcare provider believed that the pump had a malfunction where it overinfused and did not feel comfortable keeping it.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Dispense accuracy testing passed and destructive analysis did not show any anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.